Event description:
It was reported that the patient forgot being attached to the pump and as the patient moved it pulled the pump which fell on the ground and started alarming. The patient was instructed to remove, replace the batteries and turn the pump back on, however, the pump alarmed again. The patient was then instructed to remove the batteries again and clamp the tubing. When doing so, the patient realized that the tubing was already clamped and thought that is what caused the pump to alarm in the first place. The patient was instructed to call the on-call provider for further instructions. A replacement order was issued for the pump. No patient injury was reported.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section - references) that the pump will alarm with various (error) codes which indicates a potential problem with the pump. The user manual also states (section watching power up) (if an error code appears, the pump should be removed from use and returned for service.) The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.